Event description:
The pt stopped feeling stimulation. He was getting three green lights on the pt programmer and three beeps when trying to increase stimulation further. It was noted that he fell out of a tree a long time ago but has felt stimulation since. He was at home. Add'l info has been requested.

Manufacturer narrative:
(B) (4).